Event description:
It was reported that the blade broke prior to a procedure. There were no adverse consequences associated with this event.

Manufacturer narrative:
It was confirmed that the device had reduced performance due to a failure of the spherical bearing found by a service technician through functional evaluation.